Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor does not communicate with belt) was confirmed. As received, the monitor would not recognize a belt. Upon evaluation, the monitor belt receptacle was pulled from the monitor case. The cause of the reported failure is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor does not communicate with belt.